Manufacturer narrative:
Email address for contact office is (B)(4). The investigation determined that higher and lower than expected vitros amon results were obtained when processing a vitros liquid performance verifier quality control fluid, a vitros calibrator fluid, and a non-vitros biorad quality control fluid when using vitros amon lot 1018-0253-5880 on a vitros 5600 integrated system. The most likely cause of the lower than expected vitros amon results was an instrument issue, specifically related to microslide incubator contamination. A within-run amon precision test performed prior to service actions was outside of ortho precision guidelines. The ortho fe performed service actions to the vitros system that included cleaning the microslide incubator, replace the evaporation caps, perform preventative maintenance, and perform all related adjustments. Following service actions and recalibration, acceptable precision results were obtained and the vitros liquid performance verifier quality control results were within expectation.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) global technical solutions center (tsc) to report higher and lower than expected results obtained when processing vitros liquid performance verifier (lpv) quality control fluids, a vitros calibrator fluid, and a non-vitros biorad quality control fluid using vitros amon slides on a vitros 5600 integrated system. Vitros lpvii lot l7187 result of 255.0 umol/l versus the midpoint of the quality control range of means of 200.0 umol/l. Vitros calibrator kit lot 0548 result of 122.0 vs the expected assigned value of 97.0 umol/l. Biorad lot 54283 results of 156.7, 164.2, 164.9, and 274.0 versus baseline mean of 216.8 umol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The customer obtained the higher and lower than expected results when processing non-patient fluids. Ortho was not made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).